Event description:
The display indication remains on zero. Sometimes the display gets blank. (Device malfunction) case description: a consumer from reported that the display indication on the innovo device remains on zero and that sometimes the display is blank. When the consumer turned the dose selector, the display indicator remained on zero. No adverse event was reported with the use of this device. Analysis result: product: innovo grun. Lot no : nw40049. Technical, visual and functional examinations were performed. The device was disassembled. A switch in the doser is worn. This may cause the display to change from dose setting mode to dose delivery mode (rising sun) by itself during dose setting. The observed problem with the display is caused by wear of internal parts. Technical description of fault: during dose setting, the numbers in the display change as intended, but without warning the display changes from dose setting mode to dose delivery mode (rising sun) by itself. The error occurs when the inject switch opens during dose setting. This is interpreted as if the push-button is pushed completely down and has opened the switch. The lock keeps the inject button in locked position by sliding its metal part into a groove on the lifter. When the lock is released the inject switch contact opens and a dose can be dialed. When the edge of the lock is worn, the inject switch contact may open during dose setting. Medical consequences: the fault will be obvious to the user. The fault can however, if neglected by the user, lead to a possible overdose and thereby to hypoglycemia. The risk of experiencing a hypoglycemic event is considered to be very low.